Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extension tubing was also returned. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was then placed on an iab pump/console and the iab was able to fully inflate and deflate. No alarm sounded from the pump. The condition of the iab as received indicated dried blood occluding the inner lumen. This can cause difficulty during aspiration/flushing of the inner lumen. The evaluation confirmed the reported problem of difficulty flushing/aspirating the inner lumen. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017, the patient was shocked and transported to the hospital. After transport the doctor suspected ami and performed the cag but normal with lca and rca. The doctor suspected the patient had myocarditis and decided to insert an intra-aortic balloon (iab) catheter for cardiac support in order to transport the patient to another hospital. During the iab therapy procedure, there was difficultly flushing the inner lumen after locating the iab in the patient vessel. The syringe was replaced to continue the iab therapy, however they were still unable to draw a vacuum/draw blood or flush the catheter through the inner lumen. The catheter was removed. The iab therapy was discontinued. It was reported that the therapy was not reinitiated because the hospital did not have another iab catheter sized for the patient. It was reported that the patient died an hour and a half later on (B)(6) 2017.